Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 014 balloon, a leak was observed in the balloon when inflated, as contrast was seen exiting the balloon and traveling down the left iliac, superficial femoral, and tibial/poplietal trunk arteries, which were affected by calcified plaque. The leak was identified during the procedure, and the device was safely removed without issue. A new chocolate balloon was opened and used, functioning properly with no leak. The patient was alive with no injury, and no symptoms, complications, adverse events, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event.